Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during an unspecified procedure, a nurse was attempting to administer lignocaine into patient through the biopsy valve, the nurse reported that there was some resistance when inserting the syringe, but still proceeded to administer lignocaine into patient. The lignocaine sprayed back to the nurse, and some of the solution entered her eyes. There was no patient harm reported due to the event. Follow up is ongoing to obtain additional information regarding the condition of the nurse. To date, no response, no further details has been received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.